Event description:
On (B)(6) 2009, pt requested assistance inserting a new site using the site insertion device. She stated that usually her health care provider is there to assist her. She said she has had this device for 1 week and this is her 2nd time trying to insert the site on her own. Pt reported the first site she inserted with the insertion device was 3-4 days ago. She stated the last site she inserted fell out today. Pt reported she looked down and noticed it had come out completely. She stated she cleaned the area with alcohol and allowed it to dry completely. She stated that she probably didn't insert it correctly since she is new to the process. She reported she has already discarded the site that fell out. Walked the pt through using the insertion device and inserting a new site. Pt reported when she placed the insertion device on her body she ended up pressing the gray part down again instead of pressing the blue release button which caused the needle to insert but she could not remove the device from the needle. She stated she had to pull the needle and device out at the same time. Had her insert a new headset and walked through the process again. She reported she was able to successfully insert the site. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.